Event description:
It was reported that during an acl tibial tunnel procedure, the graft sleeve broke during insertion; the small loose pieces were retrieved and the main body of the sleeve was not removed from the patient. The reporter stated when initially inserted, the graft sleeve was not flush with bone; the screw fixation was good but the sleeve was proud. The surgeon removed the screw with the removal tool. He then used a mallet to make the sleeve flush to bone. While using the mallet, a barb broke from the sleeve. He was able to remove two small pieces of the barb. He then inserted another brand of screw to complete the case. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device remains in the patient therefore, it could not be returned for evaluation; the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is improper bone preparation and/or not following the insertion steps as per the surgical technique guide. Per the product surgical technique guide, it is recommended to prepare the tibial tunnel to a diameter equal to the diameter of the graft and to dilate the tunnel with a tapered dilator that matches the graft diameter. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.